Event description:
Sorin group (B)(4) received a report that the cardiotomy reservoir became blocked during a procedure causing a decrease in venous return. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d905 eos oxygenator. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be filed when the investigation is complete.